Manufacturer narrative:
It was reported that after the stent placement, it was found that the stent on stomach side not expand. When checking via CT image in the next day of the stent placement, the successful stent expansion was confirmed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the root cause because the suspected device was not returned, the information was lacked such as photo of placed stent and it is hard to reconstruct the situation at the time of procedure. However, this procedure is eus-hgs, and based on the description, which was written that "it was found that the stent on stomach side not expand, which could be due to silicone coating sticking each other or short suture." And "when checking via CT image in the next day of the stent placement, the successful stent expansion was confirmed", it is assumed that the stent was expanded partially and slowly due to the patient lesion's pressure and curve. Also, since the stent was expanded slowly, it is considered that the physician felt as silicone coating sticking each other or short suture. It is stated on user manual as follows. Procedure, after stent deployment, balloon dilatation inside the stent can be performed on demand. Perform routine post implant procedures, a stent may require up to 1 to 3 days to expand fully. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
After the stent placement, it was found that the stent on stomach side not expand, which could be due to silicone coating sticking each other or short suture. When checking via CT image in the next day of the stent placement, the successful stent expansion was confirmed, therefore, no additional treatment will be performed. There were no patient complications as a result of this event.